Event description:
Per the clinic, the patient experienced a performance decrement with device use and an ongoing middle ear infection resulting in the decision to explant the device. The device was explanted on (B)(6) 2012. There are no plans to reimplant the patient with a new device as per date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.